Event description:
Correction to the previously filed report, the reported myocardial infarction and stent thrombosis occurred on (B)(6) 2019. Additionally, the following new information was received: treatment of the myocardial infarction and stent thrombosis involved thrombus aspiration in the mid left anterior descending coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: myocardial infarction occurrence date updated from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro a device is currently not commercially available in the us; however, it is similar to a device sold in the us. The product was not returned to abbott vascular for analysis and there was no device malfunction reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, thrombosis and myocardial infarction are listed in the xience pro a instructions for use as known patient effects. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 one 2.75x23 mm xience pro a stent was implanted in a de novo lesion located in an 80% stenosis in the proximal to mid left anterior descending (lad) coronary artery. On (B)(6) 2019, the patient was re-admitted to the hospital for angina/chest pain and the suspected progression of coronary artery disease. On (B)(6) 2019 the patient was found to have a myocardial infarction with stent thrombosis. Percutaneous revascularization was performed in the mid lad and the chest pain resolved. No additional information was provided.